Event description:
The customer alleges that there may have been an over inflation issue with the balloon. The doctor reports a possible laceration of the mainstem bronchus.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report. Add'l info requested regarding the pt's condition. No add'l info received at the time of this report.